Event description:
Boston scientific crm received information that this right ventricular (rv) lead and ICD may have contributed to noise on the rv channel and resulted in surgical intervention to investigate the root cause. During the revision procedure, the leads were removed from the ICD and tested using a psa. All measurements were normal so the chronic leads were reinserted and the noise resolved. It is not clear whether an rv lead issue (e.g. Lead was not fully inserted) or loose set screw may have been the source of the noise. There was no allegation of malfunction nor any adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.